Event description:
Patient reported they will need root canal treatment on two of their teeth after an infection developed. Their dentist said that the treatment could have contributed to this. At check in patient marked true to infection, root resorption, recent dental work and not fitting. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.